Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs confirmed pump was in improper position corresponded with the time hemolysis was reported per clinical description that triggered alarms impella position in ventricle. Pump then was back in good position to the end of the case. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to pump was not in proper position since echo confirmed pump inlet appears to be in contact with mitral leaflet and hemolysis was improved after positioning of the pump. The cause of positioning issue was unknown. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Hematoma/bleeding: the cause of hematoma/bleeding was most likely patient condition related since the patient have very diseased vasculature which likely contributed to this issue. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿. Section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿. Section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. During impella cp placement after the peel-away was removed and the repositioning sheath was advanced, the patient had an ongoing hematoma and bleeding above the level of the entry site requiring over an hour of manual pressure and a femstop for full resolution of bleed. The patient did have very diseased vasculature which likely contributed to this issue. In the night, the groin was oozing, and the physician placed another stitch and bleeding stopped. Additionally, there was concern for hemolysis due to red tinged urine. An echocardiogram was done and the inlet appeared to be in contact with the mitral leaflet. The medical doctor tried repositioning the impella and were unable to torque towards the apex despite numerous attempts. They placed at 3.0 centimeters with good flows on the impella. The patient continued impella support and was successfully weaned off. Stable hemodynamics were noted at the time of explant.